Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was not observed nor was a conductor wire observed. Components adjacent to the damaged yaw pulley show damage. The grip cable is frayed at the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had indentation/melted spot on the plastic part of the plier's tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no unusual events were reported during use. The indentation/melted spot on the plastic part of the plier's tip was only noticed in the instrument maintenance after the procedure. So, the patient did not suffer any harm.